Event description:
Htl-strefa brand pen needles (31g, 8mm and 31g, 5mm) get clogged and bend/almost break off pen. Changed to a different brand. Symptoms: pen needles bend and almost break. They also clog up on him a lot.